Event description:
Please refer to the initial-report.

Manufacturer narrative:
On-site, the biomedical engineer evaluated the unit and found the ventilator motor to be the root cause of the reported symptom. It was reported that the issue has been resolved without further symptoms. Despite several attempts, no further information was available. Since neither logfiles nor further information was available for investigation, the case in question could not be reproduced by the manufacturer and a detailed root cause analysis could not be performed. However, by analyzing the case description it was found that the fabius in question is approximately 14.5 years old. As the motor assembly consists of brushes, ball baring, commutator disk and spindle which are subject to wear and tear effects; it can be assumed that probably a failure of a single wear-and-tear component has caused the reported ventilator failure. The device has responded to a detected malfunction as specified by shutting down automatic ventilation, to prevent from damages, accompanied by a corresponding alarm. In this case, manual ventilation remains possible and monitoring is still functional. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during a case the ventilator stopped ventilating. There was no patient injury reported.